Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The tamper seal were intact. The plunger case was cracked. A review of the event history log showed a primary audible alarm post, followed by a secondary acu watchdog failure alarm (customer reported product problem). These alarms were not reproduced during testing. There was no damage to the speaker, or interconnect board which had the profile c9 capacitor. The problem source of the reported product problem was unknown. A root cause was not established. The speaker and interconnect board were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced alarms for the following: (1) watchdog failure, and (2) primary audible alarm post. No patient injury or complications were reported in relation to this event.